Event description:
It was reported the programmer locked up with a system error while doing sensing test with an adapta pacemaker patient. Another programmer was used to complete the case. The error was cleared upon recycling the power and the programmer will remain in use. The service disk will be run as preventative. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.